Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was returned for evaluation. A visual and microscopic examination found that the stent was damaged. One strut towards the middle of the stent was lifted and folded distally. The tip was slightly flared. The hypotube was kinked at various locations along its length. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left circumflex artery. A 32 x 2.25 promus premier drug eluting stent was advanced but failed to cross the lesion. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.